Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2020-03918; one event occurred and the documented lot in this report is suspect. All information can be found under manufacturer report number 1416980-2020-03918. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the fill port. The leak from the fill port was discovered by the nursing staff prior to patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.